Event description:
Pt underwent a laparoscopic cholecystectomy. During surgery, the surgeon had some difficulty with the staple gun while closing. Apparently, after stapling the tissue, the device did not release smoothly from the tissue and the dr had to use some pressure to remove the gun. The dr switched to another type of staple gun and was able to finish the case without any further problems. There was no noted injury to the pt, but there was potential for harm. Pt was discharged to home in satisfactory condition.